Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Water tightness was not maintained due to wear of the forceps lever. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The bending section cover bond was cracked due to external factors. Dirt that was difficult to remove, was found on the universal cord due to handling (insufficient cleaning). Scratches were found on multiple locations on the device due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the body control unit on the evis lucera duodenovideoscope had an air leak. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deterioration by physical stress such as dropping/hitting or chemical stress during reprocessing. It is suggested that the user receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.